Manufacturer narrative:
Device received with no motor movement or negligible movement. Retries to free a stuck motor failed error during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call reported that the insulin pump had device test failed. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to replace the pump and discontinue use of the pump. The insulin pump will be returned for analysis.